Manufacturer narrative:
The arjo representative became aware of the event with the involvement of the maxi move passive floor lift. It was reported that during resident transfer from the chair the spreader bar detached. As a consequence of the event, the patient fell back on the chair without any injuries. The customer indicated that during transfer the lift gray locking clip separated from the spreader bar. After the event, the device was evaluated by the arjo service technician. The visual inspection showed that the silver spring was missing. The missing part might allow separating of a gray clip from the spreader bar. There is no information related to circumstances when the spring was missing. The arjo service technician inspected the device and no other malfunction was found. The IFU for maxi move contains warning on how to safety use the device: -"warning: always check that the attachment is locked in place by 1) verifying the markings on the attachment that show that there is proper alignment, and 2) verifying that the locking clip is fully engaged, thus ensuring that the attachment is securely fastened." Please note that the missing part is easy to detect before transfer, during a pre-check inspection of the correct attachment spreader bar. Despite the effort made and test performed to duplicate the reported issue, arjo technician could not determine the cause. A customer did not indicate any information about circumstances and time when the spring was missing. For this reason, the exact root cause cannot be explained. In summary, the device played role in the event as it was used for patient handling during the incident. The root cause was impossible to define despite the analysis of all collected information. During the incident, the spreader bar detachment was reported, the device did not meet its performance specification. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652) additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to arjo representative that the hanger bar detached from the lifting arm during resident transfer. As a consequence of the event the resident dropping back into a chair. No injury was reported the grey spreader bar locking clip was separate, being held in one hand by the operator, the other hand holding the bar assembly.